Manufacturer narrative:
H10. H3,h6: the returned pp-connector was functional tested on a smart stich handle. The right/left and both needles could be extracted as intended. The rod inside the single use pp-connector moves when the ratchet is pressed. Further functional tests could not be performed. The connector is broken. Result of investigation: the returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows a broken/detached grasper at distal end. The grasper was returned separately in a box. During the functional evaluation both needles could be extracted by using a smart stich device because the pp-connector is a single use device. The rod inside the pp-connector moves when the clamp lever is pressed. Further functional tests could not be performed. The pp-connector is broken. The complaint was verified. Corrective action has been taken to cover this issue. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inferior metal part of the smart stitch tip detached from its side. A backup device was available to complete the procedure with no significant delay or patient injuries.